Event description:
Pt received 3rd degree burns that were found under the electrode pads that were clipped with alligator clips on left forearm. Clips were used to secure the pns electrode site. One small insulated alligator clip came with the pns and staff added a larger (uninsulated) alligator clip to the insulated clip. There were 2 burns 1cm and 1.5 cm. An aspen sabre 2400 generator, and a fisher-paykel nerve stimulator. Both units shipped to aspen labs. Sabre 2400 was received 1 yr ago and shipped to aspen labs for testing. Preliminary testing by the hospital bio-med dept. Indicates that unit is functioning properly. Also ran fisher paykel through function tests as directed by distributor o.k.